Manufacturer narrative:
Patient identifier reported as (B)(6). 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that the unknown synthes distal femur plate will be removed on (B)(6) 2020 and a total knee surgery will be perform. Reason for removal is unknown. It is unknown if there was a patient consequence. Concomitant device reported: screws (part number unknown, lot unknown, quantity unknown), plate (part number unknown, lot unknown, quantity 1). This report involves unknown screws. This is report 6 of 10 for (B)(4). This product (B)(4), is related to (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating that after the devices were removed on august 25, 2020 that they were not synthes devices like originally thought.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information was received indicating that after the devices were removed on (B)(6) 2020 that they were not synthes devices like originally thought. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.